Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Provider alleges consumer's unit beeped 8 times and allegedly stopped working. The fire department had to help him home.

Manufacturer narrative:
Per tech: battery wires were loose. Wires were reattached and unit is working properly.

Event description:
Provider alleges consumer's unit beeped 8 times and allegedly stopped working. The fire department had to help him home.